Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to replace the power fuse. The customer called back and confirmed that the repair was successful and the system is functional. The system was put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.